Manufacturer narrative:
One device was returned for analysis with complaint that pump had high pressure. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Event history log was reviewed and showed many downstream occlusion (dso) messages. Visual inspection found a damaged (detached) dso seal. Functional testing with occlusion tester duplicated problem. The primary problem was a defective downstream occlusion (dso) sensor. The dso sensor was replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer.

Event description:
It was reported that the pump had high pressure. The event occurred during use. There was patient involvement. No patient harm was reported.